Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit has an automatic filling error. There was no patient harm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit has an automatic filling error. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component code, investigation conclusion), h10, h11. Additional information: e3 is unknown (initially it is submitted as "other healthcare professional"). It was reported that the cardiosave intra-aortic balloon pump (iabp)had autofill error. There was no patient involvement and no patient harm reported. A getinge field service engineer fse was dispatched to the site to evaluate the unit. Diagnostics of reported problems. After turning on, the pump does not report any error messages. Error no. 37 with argument 0x3 was found in the service logs. Autofil failure - fill fail - compressor motor not running, iabp disconnected, no vacuum. All manifold tests performed - the pump does not pass the leakage test in the pim part. The safety disk was replaced - no effect. Tidal volume was replaced - no effect. The pim module probably needs to be replaced. Pump for counter pulsation not working. For further diagnostics. Replacement of parts in accordance with the offer after diagnostics of the counter pulsation pump. Replacement of batteries - 2 pcs. Replacement of the pump pim module. Service and functional tests - ok. The battery test procedure has been started. The pump is operational within the scope of the repair.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a